Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor cannula bent inside the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the sensor gave sensor error alerts. The customer did not recall the blood glucose reading. The sensor was fully inserted and flat against the skin. The customer reported no damage to the connection bridge and pins. The test plug procedure showed that the transmitter was working properly. The customer reported that the sensor was not bent, but did look short. The customer was advised that the cannula may have been retracted. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.